Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion sets cannula kinked events on (B)(6) 2024. Events occurred within 3 or more hours after insertion. Infusion sets were in use up to 3 days. Blood glucose level was 536 mg/dl at the time of the events. Patient first went to emergency room and later was hospitalized on (B)(6) 2024. Patient was then admitted to intensive care unit. Patient was found positive for moderate to high ketones level. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was 2 days. Patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005919 have already been previously tested in the complaint (B)(4) on 12/aug/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were found within specifications as per the test report database complaints (B)(4) complaint test report. Device history record (DHR) review: the lot 6005919 was manufactured according to the work instruction (wi) version 111, manufactured in the line 7, on 08/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 12/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005919 and other 2 complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 2 complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.